Event description:
It was reported that the pt was re-implanted on this ear on (B)(6), 2012. At first fitting there was no output. A reimplantation surgery will be scheduled for (B)(6), 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.